Manufacturer narrative:
The investigation determined that lower than expected vitros ipth results were obtained from a non-vitros biorad liquichek specialty immunoassay l1 qc fluid and a (B)(6) proficiency sample when compared to the vitros ipth pi mean value and the (B)(6) mean value and lower than expected vitros bhcg results were obtained from a non-vitros biorad immunoassay plus l1 fluid using a vitros 5600 integrated system when compared to the vitros bhcg customer¿s established baseline mean for those control fluids. A definitive assignable cause for the lower than expected qc fluid and cap proficiency sample results could not be determined with the information provided. The customer indicated that they are following fluid handling recommendations per biorad, therefore fluid handling is not a likely contributor to the events. Based on historical quality control results, a vitros ipth and vitros bhcg reagent performance issue is not a likely contributor to the event. Additionally, there is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event as precision testing performed on the instrument was within ortho guidelines. However, a within run precision was not run at the time of the events, therefore a transient instrument issue cannot fully be ruled out.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report lower than expected results using non-vitros biorad quality control (qc) fluids for both vitros intact pth (ipth) and vitros total b-hcg ii (bhcg). The customer additionally reported that they had obtained a lower than expected ipth result from a (B)(6) proficiency sample when using a vitros 5600 integrated system. Ipth biorad l1 results of 15.64, 15.88, 14.73, 15.78, 16.39 and 9.00 pg/ml vs. The expected result of 25.0 pg/ml. (B)(6) proficiency sample result of 10 pg/ml vs. The expected result of 19 pg/ml. Bhcg biorad l1 results of 2.73, 2.39, 2.39, 2.92 and 3.01 miu/ml vs. The expected result of 6.70 miu/ml. The lower than expected vitros ipth and vitros bhcg results were from non-patient fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number 7 of 7 MDR¿s for this event. Seven (7) 3500a forms are being submitted for this event as 7 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).